Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was an insufficient flow issue. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the current line suffered from poor flow. The catheter was not repaired. There was no leak. There was no problem with the luer adapter. The insertion site was treated prior to product placement. There was nothing unusual observed on the device prior to use. It was stated that the line function had been variable since insertion with frequent poor flows, low pump speed, and high transmembranous pressure. Had several times required taurolock urokinase dwell before working well enough for dialysis. Flushing was done prior to use. It was stated that from clinical vision notes, both lumens were sticky today. The line lock was removed and put on dialysis, but the arterial pressure was too low given the washback, and the line was locked for one hour. They used taurolock with urokinase. After an hour, lines remained stickly so the nurse removed the dressing and noted the cuff was exposed. There were no other products being utilized with the device. There were no other defects/damages found on the product. Pat ient transported to parent unit 108 at aberdeen royal infirmary, line removed. Patient had to return daily for blood monitoring while awaiting new line insertion. The required day case admission for new line insertion was the intervention/treatment required as a result of the event. The treatment proceeded and was completed with the replacement. There was no blood loss, and a blood transfusion was not required due to the event. Line unusable, removed and replaced was the remedial action performed. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.